Event description:
It was reported that the customer's insulin pump was returned without authorization. The customer's blood glucose was unknown at the time of reporting. No additional information was reported.